Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/13/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife stated she saw the patient was cramping, was delirious and had fallen unconscious at night. She called emergency services and when they arrived they provided the patient glucagon injections and the patient recovered. It was indicated that the cgm was displaying a value of 136 mg/dl, compared to the bg meter reading of 28 mg/dl. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.